Manufacturer narrative:
It was reported that the end-user went to stand up with the rollator and experienced a fall. Despite multiple good faith attempts the end-user was unable or unwilling to provide additional information to the manufacture beyond what was originally reported. No information was originally received to indicate that a rollator problem/issue caused or contributed to the end-user's fall. According to the original report, as the end-user fell she experienced a cut to an unspecified leg from a "sharp part" on the rollator "support beam" that was already "sticking out." Emergency medical services (ems) was reportedly called after the incident and the end-user was taken to a hospital where she received an unspecified number sutures for the cut. No further medical treatment or follow-up care was originally reported. No rollator model or lot number information has been provided to the manufacturer and no sample has been returned for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user went to stand up with the rollator and experienced a fall.